Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A picture from customer was presented to the failure analysis engineering team for review. The following additional information was provided: it looks like the grip tang located at the base of the instrument jaws is dislodged. There is no visible fragment from the photo provided but the instrument should be returned for further investigation to confirm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the force bipolar moved differently on both sides and one side of the joint was missing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no reported injury to the patient. The instrument was dislodged at the distal end. The instrument had limited or imprecise motion with no other functional failures.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.31 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.